Manufacturer narrative:
(B) (4).

Event description:
The pt experienced intermittent pain relief which varied weekly. A dye study was attempted but could not aspirate the catheter. The dye was injected anyways with difficulty. The doctor felt a little bit of a pop and then saw the contrast burst thru on fluoroscopy. Upon revision of the catheter, a small slit was found in the lumen. The slit allowed the passage of water, injected thru the system, at a point prior to the exit holes at the end of the catheter. When the doctor tried to disengage the suture less connector from the pump, the clamp inside of the suture less connector disengaged from the silicone of the catheter. The two pieces separated. It was unclear if the clamp was like that prior to opening the incision or if it occurred while attempting to remove it from the pump. The drugs being administered via the pump were morphine sulfate and bupivicaine. The catheter was replaced and the pt recovered without sequela.